Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit¿s led display had failed and could therefore not producing the pressure volume(s) properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing pressure problem during use a therapeutic laparoscopic procedure. According to the initial reporter, the unit was unable to properly measure a pressure value/flow. Reportedly, the intended procedure was completed using the subject device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the pressure problem was the faulty front panel light-emitting diode (led) display. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use.